Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was unable to reproduce the customer reported problem. The system was tested and verified as ready for use.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the operation room (or) staff contacted the intuitive technical support engineer (tse) and reported the right-hand instrument was holding mesh when instrument wrist and jaw moved to a complete opposite direction. The or staff cycled system power before calling for support. The tse viewed logs and found error 23075 on the master tool manipulator right (mtmr). The system powered and homed successfully. The or staff reinstalled instruments. The surgeon right hand was unresponsive. The tse informed surgeon that right hand was assigned to universal surgical manipulator (usm) 4 which is undocked with no instrument installed. The surgeon swapped control back to usm 3. The surgeon stated their foot was not close to the swap pedal. The surgeon requested system to be checked. The procedure was completed as planned with no reported injury. The clinical sales representative (csr) contacted the tse from offsite to provide additional information from the customer. The customer informed that the right mtm on both surgeon consoles pulled up to the stow position while the surgeon had his head in the console. The caller stated the customer had to reboot the system and after the reboot, the system homed.

Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. Additional information is being gathered to determine the contribution of the device to the customer reported issue.